Event description:
It was reported that the insulin pump was giving a button error alarm, and none of the buttons were responding. Troubleshooting was performed. The mother stated that the buttons were not pressed for more than three minutes. The reported blood glucose reading at the time of the call was 505 mg/dl, and had not been treated, but the caller stated that the customer felt fine. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display due to corrosion on the lcd board. Unable to verify the button error alarm due to the frozen display.